Manufacturer narrative:
Exact date unknown, event occurred over the past few years.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing ell postoperatively. The explanted device was discarded.